Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; analysis of the returned device identified; valve crack and creases flat. Leak test and microscopic analysis was performed which identified: valve crack seat. Based on the device analysis the final assessment is: -a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Event description:
Device was explanted.